Manufacturer narrative:
Device mfg records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of mfg records for the lead confirmed sterilization prior to distribution.

Event description:
It was reported to MFR that the vns patient had developed an infection in the neck at the electrode site. Additionally, the surgeon stated that the patient presented himself four weeks ago with signs of infection at the neck incision site. The infection was treated with a round of IV and oral antibiotics. The patient presented at the office at a later unk date with purulence around the neck incision site. Further follow up with the surgeons' office revealed that cultures were taken and revealed a staphylococcus infection was present. There was no specific believed cause was provided, however, the surgeon believed that it may be related to sensitivity to sutures used. The surgeon opted to perform surgery to replace the sutures; no portions of the device were removed. Attempts to obtain the patient progress and outcome of the surgery have been made, but have been unsuccessful to date.